Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore on his back under the lifevest. It was reported that the sore may have been caused by the patient laying on his back. The patient's physician advised that the patient should keep the area clean and dry and a nurse applied a lotion to the area. Follow-up indicated that the sore had healed.